Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient left a voicemail stating that the pump was no longer working and requested a replacement. Upon follow-up and troubleshooting, it was determined that the device was functioning properly. The patient reported experiencing a leaking cartridge the previous day, which resulted in elevated blood glucose levels and required temporary disconnection from the device. After completing a supply change and reconnecting, the patient reported that blood glucose levels returned to the normal range and that the device appeared to be delivering insulin as expected. The lot number for the cartridge was not available because the packaging had been discarded. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.